Manufacturer narrative:
The following fields were corrected after further review: date received by manufacturer: 10-jul-2023, b3. Date of event: 08-jul-2023. The following fields were updated due to additional information: h.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that hyperglycemia occurred in the patient with use of the bd autoshield¿ duo pen needle. As a result, the consumer went to the ER, but refused a shot from the doctor to get their blood glucose levels under control. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "caller was instructed by her endocrinologist to report consistently high blood sugar levels following insulin injections using the auotshield duo, as she has not experienced this issue when using other similar products. She began using this product on (B)(6) 2023 and has had 10 occurrences of abnormally high bgl post injection, contributing to persistent insomnia and nausea... Consumer reported when taking injection, there is leakage on the injection site stated, the insulin is not going into injection site stated, her blood sugar has been in the five hundreds and she went to the emergency room when asked if hospital or doctor was able to get her numbers under control by giving her a shot when she was there, consumer stated, "no". Stated she did not get her insulin in the emergency room but went home instead and tried to take her injection again. When asked, why is she using a safety pen needle instead of non safety pen needle, consumer stated, she was sent home with them after being in a medical facility for something unrelated to what she is reporting today."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hyperglycemia occurred in the patient with use of the bd autoshield¿ duo pen needle. As a result, the consumer went to the ER, but refused a shot from the doctor to get their blood glucose levels under control. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "caller was instructed by her endocrinologist to report consistently high blood sugar levels following insulin injections using the auotshield duo, as she has not experienced this issue when using other similar products. She began using this product on (B)(6) 2023 and has had 10 occurrences of abnormally high bgl post injection, contributing to persistent insomnia and nausea... Consumer reported when taking injection, there is leakage on the injection site stated, the insulin is not going into injection site stated, her blood sugar has been in the five hundreds and she went to the emergency room when asked if hospital or doctor was able to get her numbers under control by giving her a shot when she was there, consumer stated, "no". Stated she did not get her insulin in the emergency room but went home instead and tried to take her injection again. When asked, why is she using a safety pen needle instead of non safety pen needle, consumer stated, she was sent home with them after being in a medical facility for something unrelated to what she is reporting today."